Manufacturer narrative:
Fiaschi p, cama a, piatelli g, moretti p, pavanello m. A novel skin and fascia opening for subfascial inserting of intrathecal baclofen pump. World neurosurg. 2017;110:244-248. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_pump, lot# serial# unknown, product type: pump. Product ID: neu_unknown_pump, lot# serial# unknown, product type: pump. This value is the average age of the patients reported in the article, as specified patients could not be identified. This value is the average weight of the patients reported in the article, as specified patients could not be identified. Please note that this date is based off the date of publication of the article, as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: the aim of this article is to introduce a new skin and fascia opening for intrathecal baclofen pump implantation in the abdomen, with the purpose of reducing complications related to wound breakdown. Reported events: a (B)(6) year old patient experienced seroma and infection that required pump removal. The infection was a result of incomplete wound healing. An (B)(6) year old patient experienced infection that required pump removal. The infection was a result of incomplete wound healing.